Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by a respiratory therapist that there were six cuff leak incidents during patient use with the bivona tracheostomy tubes. The patient was post cardiopulmonary resuscitation code, was intubated and very difficult to wean. After the code blue, it was reported that he was also positive for a t11 fracture. The tracheostomy tube in use was originally put in as a size #8 at 1735 was filled up with water, and the pilot ran down the right side where it hits the cuff and it leaked right in the seam. Currently, this patient is weaning well and doing better. See MFR# reports for related complaints: 3012307300-2017-00318, 3012307300-2017-00320, 3012307300-2017-00321, 3012307300-2017-00322, 3012307300-2017-00323.

Manufacturer narrative:
The customer reported that twelve devices contributed to eleven reported events (one device per event). The customer returned six devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the six returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2017-00313, 3012307300-2017-00314, 3012307300-2017-00315, 3012307300-2017-00316, 3012307300-2017-00317, 3012307300-2017-00318, 3012307300-2017-00319, 3012307300-2017-00320, 3012307300-2017-00321, 3012307300-2017-00322, 3012307300-2017-00323, and 3012307300-2017-00497.

Manufacturer narrative:
The customer reported that eleven devices contributed to eleven reported events (one device per event). The customer returned six devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the six returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2017-00313, 3012307300-2017-00314, 3012307300-2017-00315, 3012307300-2017-00316, 3012307300-2017-00317, 3012307300-2017-00318, 3012307300-2017-00319, 3012307300-2017-00320, 3012307300-2017-00321, 3012307300-2017-00322, and 3012307300-2017-00323. Five bivona® 8.0mm tts¿ tracheostomy tubes and one 7.0mm tts¿ tracheostomy tube were returned for investigation. Visual inspection of the six returned devices was performed with the unaided eye and under normal plant lighting. Inspection found that all devices appeared to have been used and biological matter was observed under the edge/lip of the connector. No obvious visual defects were observed during inspection. After visual inspection, the returned devices were leak tested. Leaks were detected in the device cuffs near the proximal cuff bands. The general area of the leaks were isolated and inspected with magnification. Two of the six devices had small cuts on the cuff located opposite of the airway line; additional abraded marks were located near the cuts. Four of the returned devices had a small cut in the cuff at the top of the airway line; no additional marks were found near the cuts. Investigation was unable to determine the root cause of the observed cuts; however, no evidence was found to suggest a manufacturing defect.

Event description:
It was further reported that the patient did not experience injury.